Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the black box shows evidence of call service 052 alarm. Investigators performed a load, rewind, prime sequences with no call service alarms being duplicated. The pump was exercised for 24 hours on a 1.0u/hr basal program, no call service alarms were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the pcb was observed. The complaint was verified in the pump history but could not be duplicated during the investigation.